Manufacturer narrative:
Pump was received with intermittent button response due to flattened all the buttons dome switch. No stuck buttons noted. Unit had normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had minor scratched lcd window, cracked display window corner, cracked reservoir tube lip and stained end cap sticker. No burnt marks noted during visual inspection.

Event description:
The customer reported hospitalization and that the insulin buttons were unresponsive. Customer stated that the buttons were sticking. Troubleshooting was done. Customer's blood glucose was 123 mg/dl. Customer mentioned that the insulin pump looks burnt. Advised the customer that the insulin pump would be replaced. Customer stated also that there was emergency room visit due to high blood glucose. Customer's blood glucose was 400 mg/dl. The cause of the emergency visit was uncontrolled diabetes. Customer stayed for a few days and was released. Customer was wearing the insulin pump at the time of emergency room visit. No further information provided.